Event description:
It was reported that the patient developed an infection at the incision site. The patient was brought to the hospital and itching was noted. The patient underwent an explant procedure and was doing well post-operatively and prescribe antibiotics. The explanted device will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4) model: sc-8216-50, serial: (B)(4), batch: (B)(4).